Event description:
The reporter stated that reporter did meter to hcp meter comparison tests, about an hour apart. The results were 190 mg/dl on reporter's meter, and 117 mg/dl on doctor's meter (type unknown). Reporter did not have any symptoms. Due to unavailability of supplies, a control solution test was not done. No harm was alleged.